Event description:
It was reported to philips that the flexvision was not booting up. The system was not in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the flexvision pc was failing to boot. The fse confirmed that the flexvision pc was defective and needed a replacement. The defective flexvision pc was returned for analysis, and it confirmed defect in the power supply. To resolve the issue, the fse replaced the flexvision pc, reinstalled the hard drive from the old pc and downloaded the board software. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.